Manufacturer narrative:
The complaint that the accuracy was off by 2 cm after registration was not confirmed. Based on the fact that the patient file and log files were not provided for review, the reported event could not be reproduced.

Event description:
It was reported that after the registration procedure prior to the first incision of a craniotomy procedure the navigation system, a 2 cm inaccuracy was noted. The procedure was performed successfully without the use of navigation. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that after the registration procedure prior to the first incision of a craniotomy procedure, the navigation system, a 2 cm inaccuracy was noted. The procedure was performed successfully without the use of navigation. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.